Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing during non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) was consulted and discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.